Event description:
It was reported that the device were used during a rectal resection procedure. The devices fired malformed staples. The case was completed with hand suture. There was no consequence to the pt.